Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the clinic reporting that he had been experiencing shortness of breath for approximately the last two months. During in office testing when the lv threshold had increased and there was loss of capture. Lv oversensing was also observed. There was a concern over a lead dislodgement, thus an x-ray was taken. The x-ray confirmed dislodgement. The patient was scheduled for a revision procedure where the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.